Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6)2018. Initial visual analysis identified the catheter shaft had been cut into two pieces believed to be hospital practice to prevent re-use of the catheter. This finding is not MDR reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. No bwi product issues were reported. Product evaluation details: the device was inspected and the shaft was found cut into two pieces. Due to the device condition, no test was performed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the shaft cut in two pieces is believed to be related to the hospital practices in order to prevent re-use. Correction: the lot number was confirmed to be 30095934m at the time of product return on 12/11/2018. This information was inadvertently omitted in 3500a supplemental # 1. Additionally, the manufacturing date 2018/08/03 and expiration date: 2021/08/02 were also omitted. The respective fields have now been updated accordingly. Manufacturer¿s ref #(B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. After doing dome ablations in the right ventricle, patient¿s blood pressure dropped, and the patient became bradycardic. The fluoro noted a reduced cardiac motion. Cardiac tamponade was confirmed. Reminder of the procedure was aborted. Pericardiocentesis was performed to remove 350cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. 30-40 watts of energy was used prior to the issue. No bwi product issues were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.